Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant. The initial atrial lead exhibited undersensing and, as such, was not used. A different atrial lead was implanted in lieu thereof. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.